Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 (information processed together with clock start date of (B)(6) 2017) from a patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and the same day, the patient was unable to walk; after 3 hours patient was weak at one knee and after unknown latency patient experienced pain on the leg, was unable to sleep, inflammatory values (crp) had been 108 mg/l and fluid aspirated from the knee/ fluid in the knee. No relevant medical history, concomitant medications and past drug were reported. On (B)(6) 2017 (at 08:30 a.m), the patient received treatment with synvisc injection (2 ml) (lot number and expiration date: not reported) once in both the knees for gonarthrosis at the health center. The same day, three hours after the injection the patient became weak at one knee. The patient was still unable to walk (latency: 0 days). On (B)(6) 2017, the patient went to the emergency department where 2x50 ml of fluid was aspirated from the knee. At the time of reporting, the patient still felt that there was fluid in the knee (latency: unknown). It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l (latency: unknown). Patient reported that for two nights the pain on the leg had been severe and the patient had been unable to sleep (latency: unknown). Laboratory tests (unspecified) were taken from the patient and the next week the results would reveal whether there was a bacterial infection in the knee. Action taken: unknown. Corrective treatment: 2x50 ml fluid aspirated for fluid aspirated from the knee/ fluid in the knee; not reported for rest of the events outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event of unable to walk. Additional information was received on 28-apr-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 26-apr-2017: this case concerns a patient who received treatment with synvisc injection and three after the injection patient one knee became weak and was unable to walk. The event has been assessed as related to the suspect product on the basis of close temporal proximity. However, due to lack of information regarding patient medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 21- apr-2017 and 24-apr-2017 (information processed together with clock start date of 21-apr-2017) from a patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and the same day, the patient was unable to walk; after 3 hours, patient was weak at one knee and after unknown latency patient experienced pain on the leg, was unable to sleep, inflammatory values (crp) had been 108 mg/l and fluid aspirated from the knee/ fluid in the knee. No relevant medical history, concomitant medications and past drug were reported. On (B)(6) 2017 (at 08:30 a.m), the patient received treatment with synvisc injection (2 ml) (lot number and expiration date: not reported) once in both the knees for gonarthrosis at the health center. The same day, three hours after the injection the patient became weak at one knee. The patient was still unable to walk (latency: 0 days). On (B)(6) 2017, the patient went to the emergency department where 2x50 ml of fluid was aspirated from the knee. At the time of reporting, the patient still felt that there was fluid in the knee (latency: unknown). It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l (latency: unknown). Patient reported that for two nights the pain on the leg had been severe and the patient had been unable to sleep (latency: unknown). Laboratory tests (unspecified) were taken from the patient and the next week the results would reveal whether there was a bacterial infection in the knee. Action taken: unknown. Corrective treatment: 2x50 ml fluid aspirated for fluid aspirated from the knee/ fluid in the knee; not reported for rest of the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) (results pending). Seriousness criterion: important medical event of unable to walk. Pharmacovigilance comment: sanofi company comment dated 26-apr-2017: this case concerns a patient who received treatment with synvisc injection and three after the injection patient one knee became weak and was unable to walk. The event has been assessed as related to the suspect product on the basis of close temporal proximity. However, due to lack of information regarding patient medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.

Event description:
Based upon additional information received on 03-may- 2017 from a pharmacist, the case became medically confirmed. This unsolicited case from (B)(6) was received on 21- apr-2017 and 24-apr-2017 (information processed together with clock start date of 21-apr-2017) from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc and the same day, the patient was unable to walk; after 3 hours patient was weak at one knee, developed knee swelling and after unknown latency patient experienced pain on the leg/ sharp pain in the right leg, was unable to sleep, inflammatory values (crp) had been 108 mg/l, pain on the knee, fluid aspirated from the knee/ fluid in the knee, fever and leg kicked by itself. No relevant medical history, concomitant medication and concurrent condition were reported. On an unspecified date earlier the patient had received a rooster comb extract injection (nos), which had worked fine. According to the patient the current [injection] originating from female chickens was not the same. On (B)(6) 2017 (at 08:30 a.m), the patient received treatment with synvisc injection (dose, route, frequency, lot number and expiration date: not reported) once in both the knees for gonarthrosis at the health center. The same day, three hours after the injection the patient became weak at one knee and had also developed knee swelling. The patient had contacted the health-centre chief physician due to possible treatment error. The patient was still unable to walk (latency: 0 days). The patient experienced sharp pain in the right leg already when synvisc injection was administered. In the night following the injection the pain was more intense than any pain before. On an unknown date in (B)(6) 2017, (night between (B)(6) 2017) the leg which had become weak also kicked by itself. On (B)(6) 2017, the patient went to the emergency department where 2x50 ml of fluid was aspirated from the knee. At the time of reporting, the patient still felt that there was fluid in the knee (latency: unknown). It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l (latency: unknown). Patient reported that for two nights the pain on the leg had been severe and the patient had been unable to sleep (latency: unknown). Laboratory tests (unspecified) were taken from the patient and the next week the results would reveal whether there was a bacterial infection in the knee. Since an unknown date, after unknown latency, fever developed always in the afternoons. As of (B)(6) 2017, the inflammatory values [crp] were still around 30 mg/l and he was using canes. The pain was still ongoing. For pain the patient used ibuprofen (burana) and a muscle relaxant (nos). The fluid samples from the knee did not reveal bacteria. The hospital summary stated that the event was an adverse reaction caused by medicine/ medicinal substance. Action taken: unknown. Corrective treatment: using cane for unable to walk; 2x50 ml fluid aspirated for fluid aspirated from the knee/ fluid in the knee; ibuprofen, muscle relaxant (nos) for pain on the leg/ sharp pain in the right leg, pain on the knee; not reported for rest of the events. Outcome: unknown for leg kicked by itself and knee swelling; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event of unable to walk additional information was received on 28-apr-2017. Ptc results were added and text amended accordingly. Additional information was received on 03-may-2017 from the patient and a pharmacist and the case became medically confirmed. The age of the patient and past drug was added. The events of fever, leg kicked by itself, pain on the knee and knee swelling were added with details. The verbatim for the event of pain on the leg was updated to pain on the leg/ sharp pain in the right leg and corrective treatment for the event was added. The relevant lab data was added. The corrective treatment for the event of unable to walk was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-apr-2017 and 3-may-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 26-apr-2017: this case concerns a patient who received treatment with synvisc injection and three after the injection patient one knee became weak and was unable to walk. The event has been assessed as related to the suspect product on the basis of close temporal proximity. However, due to lack of information regarding patient medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.

Event description:
Based upon additional information received on 03-may- 2017 from a pharmacist, the case became medically confirmed. This unsolicited case from (B)(6) was received on 21- apr-2017 and 24-apr-2017 (information processed together with clock start date of 21-apr-2017) from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc and the same day, the patient was unable to walk; after 3 hours patient was weak at one knee, developed knee swelling; after few days patient experienced pain on the leg/ sharp pain in the right leg, was unable to sleep, inflammatory values (crp) had been 108 mg/l, pain on the knee, fluid aspirated from the knee/ fluid in the knee, leg kicked by itself, physician has considered the event as sensitization to the substance and after unknown latency patient had fever. Relevant medical history included arthrosis in knee, type 2 diabetes, hypertension, metabolic syndrome, pulmonary stenosis, fibromyalgia and back problems. Past medication included similar injections (as synvisc) without problems. On an unspecified date earlier the patient had received a rooster comb extract injection (nos), which had worked fine. According to the patient the current [injection] originating from female chickens was not the same. No concomitant medication and concurrent condition were reported. On (B)(6) 2017 (at 08:30 a.m), the patient received treatment with intra-articular synvisc injection (dose, route, frequency, lot number and expiration date: not reported) once in both the knees for gonarthrosis at the health center. The same day, three hours after the injection the patient became weak at one knee and had also developed knee swelling. The patient had contacted the health-centre chief physician due to possible treatment error. The patient was still unable to walk (latency: 0 days). The patient experienced sharp pain in the right leg already when synvisc injection was administered. In the night following the injection the pain was more intense than any pain before. On an unknown date in (B)(6) 2017, (night between (B)(6) 2017) the leg which had become weak also kicked by itself. On (B)(6) 2017, the patient went to the emergency department where 2 x 50 ml of fluid was aspirated from the knee. At the time of reporting, the patient still felt that there was fluid in the knee (latency: few days). It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l (latency: few days). Patient reported that for two nights the pain on the leg had been severe and the patient had been unable to sleep (latency: few days). Laboratory tests (unspecified) were taken from the patient and the next week the results would reveal whether there was a bacterial infection in the knee. Since an unknown date, after unknown latency, fever developed always in the afternoons. As of (B)(6) 2017, the inflammatory values [crp] were still around 30 mg/l and he was using canes. The pain was still ongoing. For pain the patient used ibuprofen (burana) and a muscle relaxant (nos). The fluid samples from the knee did not reveal bacteria. The hospital summary stated that the event was an adverse reaction caused by medicine/ medicinal substance. As of (B)(6) 2017, the patient still had symptoms of but no more fever and crp had decreased to 11 mg/l. The physician considered the event as sensitization to the substance as no bacterial infection was observed (latency: few days). No further relevant information was available. Action taken: unknown. Corrective treatment: using cane for unable to walk; 2 x 50 ml fluid aspirated for fluid aspirated from the knee/ fluid in the knee; ibuprofen, muscle relaxant (nos) for pain on the leg/ sharp pain in the right leg, pain on the knee; not reported for rest of the events. Outcome: recovered for fever; recovering for inflammatory values (crp) had been 108 mg/l/increased inflammatory values (crp); unknown for leg kicked by itself, knee swelling and physician has considered the event as sensitization to the substance; not recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event of unable to walk. Additional information was received on 28-apr-2017. Ptc results were added and text amended accordingly. Additional information was received on 03-may-2017 from the patient and a pharmacist and the case became medically confirmed. The age of the patient and past drug was added. The events of fever, leg kicked by itself, pain on the knee and knee swelling were added with details. The verbatim for the event of pain on the leg was updated to pain on the leg/ sharp pain in the right leg and corrective treatment for the event was added. The relevant lab data was added. The corrective treatment for the event of unable to walk was added. Clinical course updated and text amended accordingly. Additional information was received on 09-may-2017 from the physician. Medical history added. Information concerning past medication added. Route of the suspect product added. An additional non-serious event of physician has considered the event as sensitization to the substance was added along with details. Event verbatim was updated from fluid aspirated from the knee/ fluid in the knee to fluid aspirated from the knee/ fluid in the knee/right knee presented accumulation of fluid and pain on the knee to pain on the knee/right knee presented pain. Outcome of fever and inflammatory values (crp) had been 108 mg/l/increased inflammatory values (crp) was updated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-may-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 26-apr-2017: this case concerns a patient who received treatment with synvisc injection and three after the injection patient one knee became weak and was unable to walk. The event has been assessed as related to the suspect product on the basis of close temporal proximity. However, due to lack of information regarding patient medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.